Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net transmission non-sustained lead noise was observed due to post-paced t-wave oversensing. Programming changes were recommended. No further information is available.